Event description:
New information received notes that the patient presented with a new instance of lead signal artifact noted. Pacing inhibition due to over-sensing was reported as well as loss of capture. This resulted in the continued symptom of patient dizziness. The lead was programmed to address the issue, and a lead revision was planned. No further adverse patient consequences were reported.

Event description:
New information received notes that the lead was surgically revised and capped on the weekend of (B)(6) 2025. No further adverse patient consequences were reported.

Event description:
It was reported that a patient presented with dizziness due to over-sensing of lead noise. No intervention or adverse patient consequences were reported.